Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was discovered when they went to use during the case. The cables were exposed at the tip. No material was missing, and the tip was not bent or misaligned. They used a new instrument and there was no images or videos available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.